Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the hexagonal tip of the screwdriver (03.632.074) is twisted and worn out. The manufacturing review has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It is likely that a mechanical overload during use caused the damage at the tip. Especially the first 2 millimeters of the torx tip are completely rounded, it is likely that the screwdriver was not always fully inserted into the screw recess and/or the locking cap was already damaged. By this the force was not allocated on the whole hexagon as designed. Because of the damage the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed information about the event is available we are not able to determine the exact cause of this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received for manufacturer review/investigation on january 20, 2015. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as the product is entering the complaint system. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an even in (B)(6) as follows: it was reported that the surgeon partially tightened the matrix locking cap with the green handle t25 screw driver. The locking cap became fastened tight into the head of the screw. The locking cap could not be removed or tightened further. Attempts to remove the locking cap with green handle t25, long t25 with green ring, and long t25 screw drivers resulted in the shearing of the tips of each. All three screw driver tips now slip when attempting to tighten a locking cap. The locking cap in question has a worn inner nut which cannot be released. The locking cap remains in the patient as the surgeon could not remove it. The surgery was prolonged by 15mins. No reported patient harm. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation. (B)(6). This exact part number is 510k exempt, however, it is associated with k092929. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: universal punch corp. Manufactured the t-handle t25 stardrive shaft f/matrix, p/n 03.632.074, and lot 6631148. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2011, and was inspected and conformed to the synthes final inspection sheet (B)(4), revision ¿f¿. The parts were released to the warehouse on june 30, 2011. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.